Event description:
It was reported that the anesthesia workstation failed several tests during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated by our field service engineer. The reported issue that several tests during system checkout failed was not reproduced, only the o2 flush test failed. The complete pneumatic block was replaced. No further issues with the system has been reported after this. The pneumatic block was returned for investigation and the system device logs were received for evaluation. The pneumatic block is part of the gas control section and the main function of this block is opening and closing of the pneumatic valves and pistons. The investigation of the returned pneumatic block could not reproduce or find any fault with the block. The valves were toggled without being able reproduce any leakage. Evaluation of the received device logs can confirm the reported failure. The log indicates that all the tests failed due to a leakage. The reported issue can be confirmed in the received system device logs but based on the inability to reproduce any fault with the returned part, the root cause has not been determined during this investigation.